Event description:
Manufacturers ref: #(B)(4).

Manufacturer narrative:
It was reported that the ventilator alarmed for high o2 concentration. The ventilator was investigated on site by our field service engineer (fse). The o2 gas module and the air gas module was replaced and returned for further investigation. The returned o2 gas module and the air gas module were installed in a ventilator and the machine passed the performed pre-use check without any failures. No abnormal found during ventilation for 24 hours. Our investigation has concluded that the reported problem is confirmed in the provided device logs. However, it was not possible to reproduce the issue at the manufacturer site. Therefore, the root cause cannot be established.

Event description:
It was reported that the ventilator alarmed for high o2 concentration. There was no patient harm. Manufacturer ref. #: (B)(4).